Event description:
It was reported that the cartridge was leaking from the o-ring. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. Customer loaded a new cartridge to address the issue.